Event description:
An aneurx iliac stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1.5 years ago as part of an implant procedure involving another manufacturer's abdominal stent graft system. Aneurysm and vessel morphology at the time of implant were not reported. It was reported an infection of the stent grafts was recognized, and the stent grafts were removed and discarded. No additional clinical sequelae were reported, and the patient is fine. Attempts to obtain further information on the cause of the infection have been unsuccessful.

Manufacturer narrative:
Evaluation codes, results: infection. Evaluation codes, conclusions: details about the infection not reported. Intervention required.